Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered the incorrect insulin amount via a bolus due to entering the incorrect amount of carbohydrates. Customer's blood glucose (bg) level was "low"; however, a bg value was not provided. Although requested, the customer declined troubleshooting and declined to provide additional information.